Manufacturer narrative:
The reported blood loss has been attributed to rinseback not performed in a timely manner. The operator informed nexstage that the blood in the cartridge circuit was stationary for several minutes as the operator attempted to troubleshoot the system alarms. The user's guide includes adequate troubleshooting steps for system alarms which instruct the operator to perform a manual rinseback if the alarm recurs after cycling power. The user's guide also states that the risk of blood clotting in the cartridge circuit increases when the blood pump is not running. The cycler was returned for service. The reported system alarms were attributed to a defective cca board. Nxstage will continue to monitor as part of routine complaint process. This report is considered closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine home hemodialysis treatment, the operator experienced system alarms. The operator was not able to recover from the system alarms. Rinseback was not performed because the circuit was clotted, which resulted in a 210cc blood loss. No medical intervention was required.